Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to bent. One grip was bent which caused side to side misalignment of grip. There was a 0.306 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed the electrical continuity test. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the distal pulley had scratch marks/abrasions. There were visible scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the tip on the pk dissecting forceps was bent and would not close. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.